Manufacturer narrative:
Device evaluated by MFR: device disposition presently unknown.

Event description:
On (B)(6) 2017 a perceval sutureless aortic heart valve was explanted from a patient due to infective endocarditis and a fungal formation on the leaflets of the valve. The device was replaced with a new perceval device. This event happened at (B)(6) hospital, (B)(6) and involved prof. (B)(6).